Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Event description:
It was reported that during the procedure the left ventricular (lv) lead would not fix well. The patient had diaphragmatic stimulation and the lead's threshold tested high. The lead was removed and a different lead was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. However, visual summary analysis noted that the lead indicated damage at implant. The analysis comments also stated that the lobe functionality cannot be tested due to dried blood in the overlay tubing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.